Event description:
The catheter was inserted into the patient. The catheter was taped down on the patient. Chlorohexidine was used as a prepping solution. When the catheter was removed form the patient the tip of the catheter was missing. The reporter was not sure if the tip was missing when the catheter was inserted or if it happened when it was removed. An x-ray was performed and the tip of the catheter was not found. No harm was caused to the patient as a result of the incident.

Manufacturer narrative:
H.3- a root cause analysis was unable to be performed as the hospital would not release the sample.